Manufacturer narrative:
No product information has been provided for the screws at this time. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient had a plate come off posteriorly and their costal margin has clinically fractured. This also seems to be the second or third plate they have had break or come off the rib. It is unclear if the second or third plate mentioned is for the same patient or other events. Additional information was requested but has not been received at this time.

Event description:
The following update was provided by the territory manager: the type of procedure that was performed was a rib fracture fixation. He states the surgical technique was followed. Subsequently the plate worked free due to large movements of unstable rib cage caused by costal margin fracture that could not be treated at the time of surgery. The costal margin fracture has to be stabilized as this is causing the patient pain and will impact the durability of the rib fixation that is already in place.